Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that he was hospitalized for hypoglycemia, with blood glucose of 22 mg/dl. The customer stated that paramedics also came to his house and treated him. The customer also stated that he uses a quick-set infusion set and that he changes his infusion set every two to three days. Nothing further was reported.